Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received it appears the staff, while loading the reload, created a prefire, outside of the patient, which resulted in the jaws remained closed. They were unable to open the reload.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the bowel during a laparoscopic hemi colectomy, there was a problem with loading and un loading the device. During the case, the first reload was fired. The error occurred while loading the second reload. It appears the staff, while loading the reload, created a misfire, outside of the patient, which resulted in the jaws locking. The surgeon could not squeeze the handle. When investigated with the nurse, they were able to fire the remaining staples of the reload but the jaws remained closed. The instrument was removed through the trocar. A new handle was used to resolve the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use loading unit. Visual examination of the loading unit noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that the loading unit was not engaged properly during loading. Functional evaluation of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions: the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading; the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading; the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.